Event description:
A physician reported a pt who was double skin tested on 17 october 1997 on the left forearm and on 31 october 1997 in the right forearm with negative results. The pt had multiple collagen treatments without event. On 13 february 1998, the pt was treated in the vermilion borders. On 26 march 1998, the pt phoned the physician and stated the left forearm test site was "red and raised". The pt also noticed swelling of the right lower vermilion border, which she squeezed and expressed white drainage from the site. The exact date of onset was unk. On 27 march 1998, the physician removed a scab that had formed at the right lower vermilion border and then injected intralesional kenalog into the area. On 6 april 1998, the physician noted a "cyst" on the right lower vermilion border with a yellow-white discharge. The physician injected the area with kenalog. On 10 april 1998, the pt phoned the physician and stated the area was now swollen and draining a white-yellow discharge. The physician prescribed a prednisone taper. On 13 april 1998, the pt was examined by the physician who noted the upper vermilion border was now "firm" and draining a "yellow-white" discharge. The test site was still red. The physician prescribed keflex. The physician believed the pt had developed abscesses related to a collagen hypersensitivity.